Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 518mg/dl, resulting in bruising. The cause of elevated bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous saline and an unspecified medication to help potassium levels. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.